Event description:
Patient was hospitalized for seizures and respiratory issues. The seizures are now under control. No other relevant information has been received to date.

Event description:
Internal generator data was received and reviewed.

Manufacturer narrative:
B5 and b6, corrected data: initial report inadvertently did not include reviewed tablet data in report.